Manufacturer narrative:
The investigation determined that a discrepant vitros ampth (amphetamine) result was displayed on a vitros 4600 chemistry system compared with a result displayed on the laboratory information system (lis). A positive vitros amph result of 599.7 ng/ml displayed as negative on the vitros 4600 chemistry system. The customer¿s cutoff for amph was initially thought to be set as 500 ng/ml. The cutoff the customer has chosen to use for vitros amph is 500 ng/ml. The customer¿s laboratory information system (lis) is configured with a cutoff of 500 ng/ml. Further investigation determined that cutoff for vitros amph was configured on the vitros 4600 system software as 1000 ng/ml. When the customer loaded an assay data disk on (B)(6) 2019 selecting the ¿restore defaults¿ target instead of the ¿retain configuration¿ target. The vitros software default cutoff configuration for vitros amph is 1000 ng/ml. The vitros 4600 system was performing as configured; however the cutoff did not match the intended cutoff of 500 ng/ml. The cause of the discrepancy was determined to be user error. The customer agreed the cause to be user error and further assistance from ortho has not been requested. The vitros 4600 chemistry system was performing as configured and did not malfunction.

Event description:
A customer reported that a discrepant vitros ampth (amphetamine) result was displayed on a vitros 4600 chemistry system compared with the result displayed on the laboratory information system (lis). A positive vitros amph result of 599.7 ng/ml displayed as negative on the vitros 4600 chemistry system. The customer¿s cutoff for amph was initially thought to be set as 500 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The correct vitros ampth positive result was reported outside of the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4). .